Manufacturer narrative:
(B)(4). Concomitant medical products: comp primary stem 12 mm mini part # 113632 lot # 270100, sm hybrid glenoid base 4 mm part # 113952 lot # 168380, pt hybrid glen post regenerex part # pt-113950 lot # 404800, versa-dial/comp ti std taper part # 118001 lot # 838490, stn pn thd tip .125 x 2.5 in 2 pk part # 406669 lot # 134820. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05996. The device will not be returned for analysis, as it remains implanted in the patient; however, an investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial shoulder procedure on (B)(6) 2011. Patient alleges constant pain, limited use of arm and inability to sleep due to shoulder dislocation when lying down. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Event previously reported under 0001825034 - 2017 - 03893. Original aware date is (B)(6) 2017. Reported event of dislocation was not confirmed by review of x-rays, however x-rays do confirm radiolucency and possible loosening of glenoid and humeral stem. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.